Event description:
The reporter indicated, the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the pt's right eye (od). The lens was explanted due to excessive vaulting. Subsequently, the pt experienced significant angle narrowing. The icl was exchanged for a shorter lens. Add'l info has been requested but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): eval results (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).